Manufacturer narrative:
Corrected data: e1(site name).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before delivery, during in-house inspection the cardiosave intra-aortic balloon pump (iabp) compressor positive pressure does not rise (390mmhg not reached) there was no patient involvement .

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated info: b4, d8, d9, g3, g6, h2, h11 the following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received part number with a reported unit failure of the compressor not reaching the appropriate positive pressure of 390mmhg. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number (B)(6) rev. A getinge field service engineer (fse) stated that compressor pressure did not reach 390mhg, so compressor was replaced, and there was a lot of compressor shavings in the filter, so it was replaced. After replacement, a functioning test was performed. Machine delivered to clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d1,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional contact details: event site postal code: (B)(6). A getinge field service engineer (fse) stated that compressor pressure did not reach 390mhg, so compressor was replaced, and there was a lot of compressor shavings in the filter, so it was replaced. After replacement, a functioning test was performed. Machine delivered to (B)(6) hospital.